Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. A request for additional event information was submitted to the corresponding author. The response provided an explanation that collecting the information requires time and resources, and the information is covered by strict confidential and ethical regulations; therefore, no information will be provided. Citation: huguet, f., acuna, b., lopez, m., et al. 2024. Towards the future of surgery: descriptive analysis of the implementation of the first robotic surgery center in a national public hospital. Rev cir. 2025; 77(1) doi: http://dx.doi.org/10.35687/s2452-454920250012339. Section b3 - there is insufficient information regarding the procedure date; therefore, the article publish date was used. Section e1 - this article was identified during a literature review by intuitive; the corresponding author is designated as the reporter. .

Event description:
A retrospective study was summarized in a literature article. The study analyzed 186 patients undergoing all robotic surgeries across 7 surgical specialties in the first robotic surgery center in a national public hospital between october 2022 and october 2023. The study's intent was to identify the patient population, evaluate the costs of the surgeries and report the surgical outcomes. Of the total surgical related complications, 7 of the patients had grades of clavien-dindo iii or higher. Serious injuries included one patient that required percutaneous drainage of fluid collection; two patients required re-operations related to post-operative bleeding; one patient required re-operation due to a pancreatic fistula; one patient required surgical drainage of an infected lymphocele; and two patients required ICU placement related to use of vasoactive drugs. No specific information regarding treatment rendered was provided. No device malfunctions were reported, and the authors did not attribute any events to any da vinci devices.